Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml of morphine at 3.095 mg/day + a patient bolus via an implantable pump for non-malignant pain and peripheral neuropathy. On (B)(6) 2017, it was reported that the patient's pump motor had stalled. The patient had complained of their pump not working and pump event logs confirmed a motor stall had occurred on (B)(6) 2017 at 1854. It was confirmed that the patient heard their pump alarm two days prior to the date of the report and the patient's hcp also heard it. It was confirmed that the patient had not recently had an MRI, the patient was doing nothing out of the ordinary when the stall occurred. The patient's pump was replaced on (B)(6) 2017. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication in the motor and that there was a stall due to shaft bearing. Analysis found that there was a lab failure of high battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.: eval code-conclusion 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and manufacturing representative (rep). Regarding the cause of the motor stall, the healthcare provider cited "end of life," and noted the pump should have lasted until (B)(6) 2018. The last telemetry (from (B)(6) 2017) showed an elective replacement indicator (eri) of 8 months. The motor stall was resolved by replacing the pump. The patient's weight was unknown. The pump was returned to the manufacturer for analysis, and a pump interrogation log was received with the device. Per the device interrogation log, the pump had been examined on (B)(6) 2017, with the last change occurring on (B)(6) 2017. The log confirmed a motor stall had occurred, along with a "stopped pump period may exceed tube set" message. The device log indicated the pump had been programmed to deliver morphine sulfate, at the dose and concentration previously reported. The eri was six months. The device log confirmed a motor stall had occurred on (B)(6) 2017 at 18:35, and the tube set message occurred on (B)(6) 2017 at 18:35.